Manufacturer narrative:
The reason for this revision surgery was due to patient dislocating. The previous surgery and the revision detailed in this investigation occurred over 5 months and 1 week apart. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the event. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the event. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device and its applicable concomitant device were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There are many factors that may contribute to the event that are outside the control of djo surgical are poor bone density, patient bone deterioration, inadequate soft tissue support, excessive range of motion, patient activities or trauma.

Event description:
Revision surgery - due to dislocation.